Event description:
It was reported that the user received repeated alert 65 notifications indicating that the audio alarm was not audible, consistent with an audio over/under current malfunction linked to the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem associated with a no-audible-alarm condition involving the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.